Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information received by the distributor fse indicates that the customer ran a sample of folate and received the results 20 ng/ml. The same sample was processed by dilution and the result was 101.9 ng/ml. Then, the customer sent the sample to an outside laboratory and received the result 22 ng/ml. No further information was provided. The most probable cause of the reported event was due to the analyzer requiring preventative maintenance.

Manufacturer narrative:
The distributor fse arrived at the site to address the reported event. The distributor fse performed the preventive maintenance (pm) and ran the three levels of control for folate. All were within range. No further issues were noted. No further action was required. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 31dec2017 through aware date (B)(6) 2019. There were no similar complaints identified during the search period. The st folate aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). The most probable cause of the reported event is still being investigated.

Event description:
It was reported by the distributor that the customer received level three control results for folate out of range and high patient results on their aia-2000st refurbished analyzer. The distributor field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.